Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.2, h.6 reason for reoperation: gel bleed.

Event description:
Healthcare professional later reported that device was found to be intact during explant surgery. Healthcare professional later reported "leaching," event has been captured as gel bleed.

Event description:
Patient reported left side swelling, "leaking", pain, skin rash on torso. Patient stated that "after the implants were removed, the patient experienced left side pain, swelling and a red line from the nipple to the belly button." Events captured as edema, pain, rupture, and skin rash/dermatitis. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, edema, pain, skin rash/dermatitis.

Event description:
Patient reported left side swelling, "leaking", pain, and skin rash on torso. Patient stated that "after the implants were removed, the patient experienced left side pain, swelling and a red line from the nipple to the belly button." Events captured as edema, pain, rupture, and skin rash/dermatitis. Device has been explanted.